Event description:
Patient receiving respiratory treatment when circuit alarmed "return disconnected". The nurse entered the room accessed the situation and found return line in bed. Machine paused, hub scrubbed, line reconnected and therapy restarted. Nurse practitioner and fellow notified and arrived at bedside. Antibiotics ordered. Approximately 30ml of blood loss. Complete blood count drawn. Disconnection was with a tego needleless safety connector (ICU medical# d1005) and set filter prismaflex hf1000 (gambro# 107140).